Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon evaluation, there was a poor solder joint on quad miropower op-amp component u901. The cause of the unresponsive buttons is intermittent signals from component u901. The cause of the intermittent signal is the poor solder joint. The root cause of the poor solder joint cannot be positively identified but is likely assembly error. No adverse event result from the defective component. The pt received a replacement monitor.